Event description:
It was reported that the patient the patient was given escalating doses of IV bumetanide and renal dysfunction resolved without sequelae on (B)(6) 2021. There was concern for surgical site infection at left thoracotomy site developed on (B)(6) 2021. The patient had leukocytosis and brown thin drainage from thoracotomy site. The patient was treated with 7 days augmentin. In follow up visits there was no sign of infection until presented to the emergency department with left upper quadrant abdominal pain and leukocytosis. The emergency department stated the patient had no fever or worsening erythema/edema/discharge at the incision site. On exam, the driveline did not appear infected; however, the patient was placed on another 10 day course of augmentin. There were no cultures taken during this event. The left thoracotomy wound was noted to be intact with no dehiscence, drainage, redness or clinical signs of infection on (B)(6) 2021. The white blood cell count was 10.7 and downtrending. It was reported that the cause of the respiratory failure was hypoxemic respiratory failure, acute on chronic in setting of cardiogenic shock/right ventricular dysfunction. The patient had chronic obstructive pulmonary disease (copd) on 2 liters of oxygen (nights, naps, exercise) at home. The patient also had obstructive sleep apnea (osa) and was on continuous positive airway pressure (CPAP). There was no respiratory infection diagnosis. A chest x-ray was performed on (B)(6) 2021 the support devices were stable. Improved lung volumes with slightly decreased bibasilar atelectasis. Mediastinal contours and cardiac silhouettes stable. No pneumothorax or other change. The patient was extubated on (B)(6) 2021 and discharged home on (B)(6) 2021 with continued follow-ups. The patient's infection resolved on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists respiratory failure, renal failure, cardiac arrhythmias, infection, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, section 6 lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook (rev. C) is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had respiratory failure and renal dysfunction on (B)(6) 2021 that required intubation and ultra-filtration. The patient was intubated on (B)(6) 2021 for airway protections and inadequate oxygenation. On (B)(6) 2021 the patient's monitor displayed a heartrate up to the 150s. It was initially thought to be sustained ventricular tachycardia, but it was later identified as atrial fibrillation. The patient was treated with the following: dobutamine was decreased to 5 mcg/kg/min, 2 grams of magnesium was given, 3 mg and then 2 mg of IV (intravenous) metoprolol was given in 10 minute increments, and 150 mg amiodarone was bolused IV. The patient then went back to original heart rate. The patient was extubated on (B)(6) 2021 then placed on bilevel positive airway pressure (bipap) 40% following the extubation. The patient was experiencing volume overload with rising creatine from 1.3 to 2.01. The patient had prior history of chronic kidney disease (ckd) stage 3a. The patient was given escalating doses of diuretics. The patient was placed on continuous venovenous hemo-filtration for volume control. On (B)(6) 2021 the respiratory failure resolved without sequelae. The patient felt well with no dyspnea after extubation. On (B)(6) 2021 continuous venovenous hemofiltration (cvvh) was stopped after good volume control.